Event description:
The manufacturer received information alleging that the patient of the remstar auto a-flex device passed away from respiratory failure. There was no allegation of malfunction or that the device caused or contributed to the death. Additional information has been requested regarding the details of the reported death. No medical intervention was reported. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A follow up report will be submitted if additional information is received.